Event description:
The device was evaluated at the faciluty be a baxter rep. During inspection of the device, the batteries were found depleted. The hosp. Rep. Stated they have no record of any pt incident involving the pump since the last baxter service event. No further information was provided.